Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0874 inches. The power management tool confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump powered up properly, after the test battery was inserted. The pump was monitored for 2 days. No blank display noted. Pump was cut open to perform visual inspection. And found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The following were noted, during visual inspection: minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment, during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted, on the original battery cap. Please see below pertaining to the primary svn (B)(6) and event date (B)(6) 2024. There were no boluses listed on the event date (B)(6) 2024, in the pump history file. Unable to verify, customer's daily total of all insulin delivered surrounding the event date of (B)(6) 2024, listed on smartsolve, due to insufficient data in the trace/history files. There were no autosuspend (12) alarm noted, in the pump history file. There were no usersuspended (2) alarm noted, on the event date (B)(6) 2024 in the pump history file. Please see below, for the pump error(s), alarm(s) noted, 1 week prior to the event date (B)(6) 2024 in the pump history file. 09/04/2024, 16:46:00.000, alarm alert notification (40): fault number: low battery alert (104). 09/05/2024, 02:17:00.000, alarm alert notification (40): fault number: change battery fault (73). 09/05/2024, 02:19:04.000, battery removed (55). 09/05/2024, 02:19:04.000, alarm alert notification (40): fault number: battery removed (84). 09/05/2024, 02:19:28.000, battery inserted (44). 09/06/2024, 18:38:00.000, alarm alert notification (40): fault number: lost sensor 1 alert (780). 09/06/2024, 18:48:00.000, alarm alert notification (40): fault number: lost sensor 1 alert (780). 09/09/2024, 04:35:00.000, alarm alert notification (40): fault number: low battery alert (104). 09/09/2024, 09:25:00.000, alarm alert notification (40): fault number: change battery fault (73). 09/09/2024, 09:37:00.000, alarm alert notification (40): fault number: change battery fault (73) 09/09/2024, 09:56:00.000 , alarm alert notification (40): fault number: off, no power (11). 09/09/2024, 10:06:00.000, alarm alert notification (40): fault number: off, no power (11). The power management tool confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Earliest power data available, per the power management tool/detail trace file is on 9/6/ 2024, 3:58:00 pm. There was no power data available for the dates of 09/04/2024 and 09/05/2024. Unable to check power data for low battery alert and replace batt alert/change battery fault (73). Low battery alert on 09/09/2024 at 04:35:00.000 was expected, due to the customer's battery in the pump is low on power. Change battery fault (73) on 09/09/2024 at 09:25:00.000 and on 09/09/2024 at 09:37:00.000 were expected (customer's battery in the pump is low on power. And the battery needs to be changed). Off no power (11) on 09/09/2024 at 09:56:00.000 and on 09/09/2024 at 10:06:00.000 were expected (battery power depleted). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Low battery alert (104), on 09/04/2024, 16:46:00.000 was unknown. Change battery fault (73), on 09/05/2024, 02:17:00.000 was unknown. Low battery alert on 09/09/2024 at 04:35:00.000 was not confirmed. Change battery fault (73), on 09/09/2024 at 09:25:00.000 and on 09/09/2024 at 09:37:00.000 were not confirmed. Off no power (11), on 09/09/2024 at 09:56:00.000 and on 09/09/2024 at 10:06:00.000 were not confirmed. Lost sensor 1 alert (780) not confirmed. Please see below pertaining to svn (B)(6) and event date (B)(6) 2024. Please see below for the first 10 boluses listed on the event date (B)(6)2024 in the pump history file. 09/06/2024, 00:01:00.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5); normal bolus amount programmed: 500 (0.05 u); bolus amount delivered: 500 (0.05 u). 09/06/2024, 00:06:00.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5); normal bolus amount programmed: 500 (0.05 u); bolus amount delivered: 500 (0.05 u). 09/06/2024, 00:11:02.000, normal bolus delivered (220): bolus programming method: cl1 autobolus (9); normal bolus amount programmed: 5250 (0.525 u); bolus amount delivered: 5250 (0.525 u). 09/06/2024, 00:16:01.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5); normal bolus amount programmed: 750 (0.075 u); bolus amount delivered: 750 (0.075 u). 09/06/2024, 00:21:01.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5); normal bolus amount programmed: 750 (0.075 u); bolus amount delivered: 750 (0.075 u). 09/06/2024, 00:26:01.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5); normal bolus amount programmed: 750 (0.075 u); bolus amount delivered: 750 (0.075 u). 09/06/2024, 00:31:02.000, normal bolus delivered (220): bolus programming method: cl1 autobolus (9); normal bolus amount programmed: 3000 (0.3 u); bolus amount delivered: 3000 (0.3 u). 09/06/2024, 00:36:03.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5); normal bolus amount programmed: 750 (0.075 u); bolus amount delivered: 750 (0.075 u). 09/06/2024, 00:41:02.000, normal bolus delivered (220): bolus programming method: cl1 autobolus (9); normal bolus amount programmed: 1500 (0.15 u); bolus amount delivered: 1500 (0.15 u). 09/06/2024, 00:46:03.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5); normal bolus amount programmed: 750 (0.075 u); bolus amount delivered: 750 (0.075 u). Unable to verify, customer's daily total of all insulin delivered surrounding the event date of (B)(6) 2024 listed on smartsolve, due to insufficient data in the trace/history files. There were no autosuspend (12) alarm noted, in the pump history file. There were no usersuspended (2) alarm noted, on the event date (B)(6) 2024, in the pump history file. Please see below, for the pump error(s)/alarm(s) noted, 1 week prior to the event date (B)(6) 2024 in the pump history file. 09/04/2024, 16:46:00.000, alarm alert notification (40): fault number: low battery alert (104). 09/05/2024, 02:17:00.000, alarm alert notification (40): fault number: change battery fault (73). 09/05/2024, 02:19:04.000, battery removed (55). 09/05/2024, 02:19:04.000, alarm alert notification (40): fault number: battery removed (84). 09/05/2024, 02:19:28.000, battery inserted (44). 09/06/2024, 18:38:00.000, alarm alert notification (40): fault number: lost sensor 1 alert (780). 09/06/2024, 18:48:00.000, alarm alert notification (40): fault number: lost sensor 1 alert (780). The power management tool confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Earliest power data available per the power management tool/detail trace file is on 9/6/2024 3:58:00 pm. There was no power data available for the dates of 09/04/2024 and 09/05/2024. Unable to check power data for low battery alert and replace batt alert/change battery fault (73). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Low battery alert (104) on 09/04/2024, 16:46:00.000 was unknown. Change battery fault (73) on 09/05/2024, 02:17:00.000 was unknown. Lost sensor 1 alert (780) ,not confirmed. The pump passed, the functional testing. Unable to confirm, alleged high bgs. Blank display not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank display. The customer reported a blood glucose value of 300 mg/dl. The customer reported hyperglycemia treated with hospitalization: overnight stay. The troubleshooting was performed. The event involved product(s) mmt-1884. The troubleshooting was performed, and the customer reported a blank display. Battery cap contacts and battery compartment and/or springs were not damaged. The display did not return after inserting a new battery. It was unknown if the customer had used the insulin pump system within 48 hours of the reported event. It was unknown whether the customer was using the smartguard auto mode of the insulin pump. No further patient complications were reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.